Manufacturer narrative:
Device could not be returned for eval and no conclusions can be made at this time. Review of records found no discrepancies with the production lot of implants.

Event description:
In (B)(6) 2010, surgeon performed a corpectomy and placed x-mesh cage and profile plate, bolts and screws. Review of 6-month post-op images it was noted that one of the anterior screws was backing out of the plate. Doctor will likely revise and remove the screw and possibly place posterior hardware. It is not known at this time when the revision will occur.